Manufacturer narrative:
Di/major bleed/thromboembolism: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the aorta in a 59-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: bentall procedure, aortic valve repair/replacement. While the patient was in the intensive care unit (ICU), there was increased output in the right pleural chest tube, requiring one unit of platelets and one unit of packed red blood cells (prbcs) to be transfused. In the morning, the patient was taken to the operating room (or), where a large clot was removed from the right pleural space. The chest tube output decreased afterwards. After 7 days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.1l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Correceted data d4 catalog and serial numbers updated/corrected. The investigation is still ongoing.